Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that patient had undergone a right primary knee by another surgeon three years ago. Doctor performed an arthroscopic surgery and performed a lateral release and excision of scar tissue. Even after this procedure, the last patient visit revealed a crepitate sound near the patella femoral joint that was unusually loud. Upon entering the joint it was assessed that patella might be undersized and was replaced with a 36. Nothing was loose or broken.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient had undergone a right primary knee by another surgeon three years ago. Doctor performed an arthroscopic surgery and performed a lateral release and excision of scar tissue. Even after this procedure, the last patient visit revealed a crepitate sound near the patella femoral joint that was unusually loud. Upon entering the joint it was assessed that patella might be undersized and was replaced with a 36. Nothing was loose or broken.